Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test, primary audible alarm post, and base not responding. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device had system failure, acu watchdog failure, system failure and primary audible alarm post system advisory, the base was not responding. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a system failure, acu watchdog failure,.the device was in a good condition with no appearance of any physical damaged. Performed power up process and occlusion test, primary audible alarm post and primary audible alarm bgnd test. Unable to determine who caused the problem, base not responding is a advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on. Replaced speaker for preventive, performed pm maintenance and all functional testing.